Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coil embolization treatment procedure deployment issues occurred. The intended location was the internal iliac. The physician attempted to advance the 14mm x 20cm interlocking detachable coil (idc) through the renegade microcatheter, however, this attempt was unsuccessful. The physician attempted to withdraw the idc and the coil detached inside the renegade. The renegade was flushed with saline to push out the coil. When the renegade catheter was removed from the patient, it was noted that one half of the idc was located in the internal iliac and the other half of the idc was located in the external iliac. The physician advanced a non-bsc stent graft over the idc to complete the procedure. No patient complications were reported and the patient's status is fine.